Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 250cc mentor smooth round moderate profile, catalog # 3501635, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation primary with a 250cc mentor smooth round moderate profile saline breast implant has experienced postoperative left-sided paresthesia. Patient reported a weird feeling on the left breast, like an air pocket that comes and goes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-feb-2020, mentor became aware that patient code was initially reported in error. Patient code has been corrected from 3191 no code available to 1982 neurological deficit/dysfunction due to reported paresthesia. Manufacturer¿s reference number: (B)(4).